Event description:
In 2007, abbott point of care was contacted by a customer who reported the following results: six days later, 03:00 I-stat cardiac troponin I cartridge yielded a result of 0.04 ng/ml, lab instrument yielded a result of 0.19 ng/ml. On approx four months prior to original date, 04:10 another sample drawn. I-stat cardiac troponin I cartridge yielded a result of <0.04 ng/ml, lab instrument yielded a result of 0.21 ng/ml.